Event description:
A right heart catheterization was performed primarily for reasons unrelated to the pressure sensor. The sensor pressure readings were compared to the pressure readings from the catheter. The sensor was recalibrated and the baseline was decreased by 14.8 mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
Section g3: the date received by manufacturer was inadvertently entered as 25jul2023 in the previous report. The correct date received by manufacturer for the previous report was 13jul2023.